Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused during delivery and had numerous downstream occlusion (dso) alarms. The pump alarmed "infusion complete"; however, 4 ml was left in the syringe. Upon hanging, the pump alarmed dso several times and was displaying negative volumes infused. As soon as volumes were heading towards positive or above zero (0), there was a dso alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.